Manufacturer narrative:
The customer was provided with a return label to have their glidescope gvm video monitor returned to verathon for evaluation; however, at the time of the report the device has not been received. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm video monitor, the image would disappear intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope gvm video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor where they were unable to verify the reported image issue; however, it was found that the back shell and display assemblies were damaged. The service representative repaired the damaged components and, after observing proper device operation through functional and performance testing, the device was certified and returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.